Event description:
It was reported that this right atrial (ra) lead had exhibited atrial undersensing. Technical services (ts) discussed that the ra lead measurements was within normal range. This ra lead remains in service. No adverse patient effects were reported.